Event description:
According to the reporter, during an open surgical procedure, on anastomosis, poor staple formation and anastomotic leak were noted.

Manufacturer narrative:
Concomitant products: gia80mtc cartridge gia80mtc medthk tristp, lot #:unknown. If information is provided in the future, a supplemental report will be issued.